Event description:
During the investigation into a complaint, a reportable problem was discovered. The side-side ECG channel was corrupted by signal artifact from a damaged cable.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (inappropriate treatment delivered to the patient) was confirmed. Review of the treatment event shows that the patient did not use the response buttons during an artifact induced automatic event caused by noise. The root cause of the noise was caused by a defective cable. The cable from the distribution node to ECG c was cut, causing noise on the side-side channel. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.